Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio2 meter displayed error 4 messages ¿ suggestive of a problem with the test strips. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained following a review of the call. The patient reported that the error 4 messages appeared at an unknown time on (B)(6) 2016; she indicated that she had used 6 test strips for one test. It is unclear how the patient manages her diabetes. She reported that one minute prior to obtained the error message, she was ¿unwell and sweating¿. She indicated that she self-treated her symptoms by administering a glucagon injection. She denied using any other device to test her blood glucose levels. During troubleshooting, the csr noted that the patient was not using the meter for the first time. The patient described incorrect testing steps; she had wrongly removed the first drop of blood prior to putting the blood on the test strip. The csr walked the patient through a retest, but the issue remained unresolved. The patient¿s products were requested back for investigation and replacement products were sent to the patient. Although the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, this event occurred prior to the start of the alleged issue with the meter. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.